Event description:
On 7/31/2025, the beta bionics ilet user reported a high blood glucose (bg) event after not changing the insulin cartridge on the ilet device the previous night. As a result, insulin delivery was interrupted, and bg reached a reported high of 400 mg/dl. The ilet issued a high bg alert. The user changed the cartridge and resumed insulin delivery on the ilet. No symptoms, assistance, or medical intervention were reported. Bg correction was expected to resume following cartridge replacement.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.